Event description:
Reported error alarm immediately after a battery change. The next day a call from the emergency room was received concerning pump. Customer turned pump off and they did not know any information regarding pump or patient. Then the customer called stated that customer is in emergency room due to lbg. Reviewed setting and daily totals were correct. The customer stated taht the doctor may have given customer the wrong setting to program pump after error alarm erased customer's setting, but was unsure if that was the reason for low bgs. Troubleshooting was performed. The programming, bolus history, and insulin concentration were correct. Suggested customer calls md to discuss possible causes of low bgs.